Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2021, after pocket closure, the pacemaker was programmed in dddr pacing mode, with twin trace sensors. Upon activation of the rate response sensors, the pacing rate increased almost to max rate. As a result, the physician deactivated the rate response, and the pacing rate decreased gradually.

Event description:
Reportedly, during the implantation procedure performed on 24 february 2021, after pocket closure, the pacemaker was programmed in dddr pacing mode, with twin trace sensors. Upon activation of the rate response sensors, the pacing rate increased almost to max rate. As a result, the physician deactivated the rate response, and the pacing rate decreased gradually.

Manufacturer narrative:
Preliminary analysis revealed that the observed variations of the cardiac rate could be related to the detection of electromagnetic interferences (emi) upon activation of the mv sensor.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2021, after pocket closure, the pacemaker was programmed in dddr pacing mode, with twin trace sensors. Upon activation of the rate response sensors, the pacing rate increased almost to max rate. As a result, the physician deactivated the rate response, and the pacing rate decreased gradually.